Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the attached serial plate of the gastrointestinal videoscope broke off the scope. The issue occurred during reprocessing of an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the number plate, fixed to the scope connector with screws, receiving stress during reprocessing or repair, which led to loosened screws. As a result, the number plate fell off. The event can be detected and prevented by following the instructions for use: operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.